Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a sapien m3 procedure in the mitral position in which during valve deployment, the patient experienced hypotension following balloon inflation, requiring administration of epinephrine. The patient stabilized after intervention, with no lasting clinical effects reported.